Event description:
Philips received a complaint on the dfm100 device indicating the paddles do not charge. There was no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy capacitor. The reported problem was confirmed. The fse determined the therapy capacitor needs to be replaced in order to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.